Event description:
The physician was attempting to deploy a 3.0mm diameter x 18mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient and it was reported that an edge dissection occurred during the procedure. No other clinical sequelae were reported. Cine image review: cine images were provided for review. There was no evidence of a dissection in the images.

Manufacturer narrative:
Results: inherent risk of procedure (dissection and stent misplacement). Failure to follow instructions (stent was not sized adequately to cover full lesion coverage and stent not sufficiently dilated). Conclusion: user error contributed to event (stent was not sized adequately to cover full lesion coverage and stent not sufficiently dilated). (B)(4).